Event description:
A customer reported a cartridge alarm 20 that was actively occurring and had previously occurred on (B)(6) 2026. Despite this issue, there was no adverse impact to the customer¿s blood glucose level. The customer initially attempted to resolve the issue by loading a new cartridge, but the cartridge alarm recurred. Technical support (cts) assisted the customer by verifying the pump history and ensuring proper load technique but ultimately decided to replace the pump with a new one that had updated software. The customer agreed to use multiple daily injections (mdi) as a backup insulin therapy and was provided with instructions on returning the problematic pump to tandem. They acknowledged the need to program their settings and connect their continuous glucose monitor (cgm) to the replacement pump.